Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. The doctor does not think the first iol was defective. However, he does not have a probable cause for the refractive surprise. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The iol was exchanged for the same model, different diopter lens. The surgeon stated he does not feel the iol was defective. Additional info has been requested.